Manufacturer narrative:
The reducer accessory has not been received for failure analysis evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a reducer tip detached. There was no official complaint from the hospital regarding this incident. This incident was not reported by the hospital to any authority. The fragment was removed immediately and there was no harm to the patient. After the event, it was found that the reducer had been reprocessed/sterilized, although it is a single-use device. The procedure was completed as planned. This information comes from an informal conversation the date is unknown, lot unavailable. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: at this time, the reporter was unable to provide clear answers as the information regarding the event reached us through informal channels, specifically during an informal conversation with staff, who were not present during the surgery. The incident was not documented or reported. Since there was no report and the date of the event remains unknown, they were unable to approach a surgeon or staff who would have been present during the surgery for further clarification and answers to follow up questions. Based on the limited information available, no additional surgical procedure was required to remove the fragment. The procedure was completed robotically, no additional patient injury occurred, and the retrieved fragment was disposed of and not returned to isi.